Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device analysis findings: upon receipt at our post market quality assurance laboratory, the balloon was received tightly folded which indicates it had not been subjected to positive pressure. The stent was crimped in the correct position on the balloon. The stent was noted to be damaged. The investigator attached the express ld device to a inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks noted. The stent fully deployed without any issues. No damage or issues were noted with balloon material. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination of the device identified no issues with the markerbands or tip. This concludes the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the express ld device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that stent failed to deploy. The stenosed target lesion was located in the subclavian artery. A 7.0x20x135 cm express ld vascular stent was selected for treatment. However, during the procedure, it was noted that the stent could not be opened when it reached the lesion site. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a stent damage.